Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. Auxiliary control unit (acu) watchdog failure and acu watchdog power strobe failure found in the event history log. During functional testing using the power up process the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A corrective and preventative action has been opened to address the reported issue. Replaced the main board and performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that the pump exhibited an auxiliary control unit (acu) watchdog failure. No patient injury was reported.